Event description:
Pt admitted with infected rt breast. The pt had a history of implants at another facility. Pt reports they removed their own sutures 3-4 weeks after surgery, they then had wound dehisence. Pt was treated with antibiotics and heat, however they always felt their right breast to be hard, unlike left. Pt moved and saw surgeon. Exam revealed rt breast with tenderness and swelling and small area with oozing of pus like material to the lower aspect. Pt was treated with antibiotics and heat, however, pt called the office the following day and requested further treatment in hospital. Pt's culture was positive for staphylococcus aureus. Pt underwent removal of right breast implant with capsulectomy and debridement, repair of mastotomy and closure over drains. As per surgeon pt had capsular contracture/submuscular saline implants about 450-475cc. Noted intra-op per surgeon pt had necrotic, nonviable skin that was excised. Also noted that the breast deformity was actually a result of disruption of the breast and migration of the implant.